Manufacturer narrative:
The suspect charge/discharge monitor and power control board were received by the manufacturer for evaluation. Visual inspection found the resistors on the power control board were over-stressed and the heat damaged the power control board. Due to condition of the board, functional testing was not performed. This confirmed an electrical failure due to damaged caused by the interface board.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was discovered that there was a burn on the charge/discharge board and also a couple of bad pins on the interface control board. These parts were replaced and the issue was resolved. None of these parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was emitting a burning smell. There was no patient present when this issue was identified. No additional details were provided.